Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported a vf episode was recorded. By reviewing the egm, physician noticed that it was not a real vf but noise on ventricular channel. Since pt fell down at that time, physician suspected that there was no insulation damage but the noise was caused by the drop of the pt.